Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Fse arrived at the site to address the reported event. Fse confirmed the error via the error log and by reproducing the error. Inspection of the device revealed a small leak at the diluent wash pump, resulting in the failure. Fse repaired the leak and replaced the diluent wash pump. Afterwards, the device produced "error 2201 tip sorter door not closed". Further inspection found the lock assembly not locking. Fse adjusted the lock assembly. Additional inspection by the customer found that the diluent electrode assembly was worn. Fse ordered and replaced the diluent electrode assembly as a precautionary measure. The customer was subsequently able to run quality control (qc) on b-12 without issue. No further issues were noted. No further action was required by field service. A 13 month complaint history review and service history review for similar complaints was performed for the serial number (B)(4) from (B)(6) 2017 through aware date (B)(6) 2018. There were no similar complaints identified during the search period. The 2085 air detected during diluent suction by main arm. The aia-2000 service manual, chapter 10- troubleshooting - error messages was reviewed. The aia-2000 service manual, chapter 10 indicates that the 2085 air detected during diluent suction by main arm error message is generated during diluent suction due to failure of the tip to touch the liquid surface. If repeated attempts fail, the measurement result will be flagged (ds flag). The operator is instructed to contact the service department or local representatives. The 2201 tip sorter door not closed. The aia-2000 service manual, rev 3 chapter 10- troubleshooting indicates that the 2201 tip sorter door not closed error message is generated when the s011 sensor fails to detect a closed state before the sorter. The operator is instructed to contact tosoh service center or local representatives. The most probable cause of the reported event was due to a leak in the diluent tubing.

Event description:
It was reported that the customer received "2085 air detected during diluent suction by main arm" errors with their aia-2000st analyzer. The customer attempted to troubleshoot by cleaning the tip picker and restarting, but the error persisted. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for intact parathyroid hormone (ipth). There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
Date received by manufacturer: 05/21/2018. Method: 4109; historical data analysis; 10, testing of actual/ suspected device, 4111; communication/ interviews: results code: 180; mechanical problem identified; conclusion code: 4307; cause traced to component failure. Device evaluation: one diluent wash pump and one diluent electrode assembly were returned for evaluation to the tosoh instrument service center (isc). Visual inspection of the diluent wash pump revealed excessive corrosion on the pump housing assembly. Visual inspection confirmed the reported event. The diluent wash pump failed testing. The returned diluent electrode assembly passed functional testing. No failure was detected. The reported event could not be duplicated. The most probable cause of the reported event was due to failure of the diluent wash pump. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.